Event description:
It was reported that a cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The caller, after contacting technical support, was instructed to remove the case from the pump, inspect for any housing damage and debris, and found an o-ring on the pneumatic tap, which was then removed. The caller cleaned the pneumatic tap area and inspected the cartridge to ensure the o-ring was undamaged and in place. Subsequently, the cartridge was reloaded successfully, and the caller was able to resume insulin therapy.